Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the steroid plug was displaced inside the helix. It was not possible to determine if the steroid plug displacement occurred prior to implant, during implant, while implanted, during the explant, or during post-explant shipping.

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the atrial lead exhibited loss of sensing. X-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was fine after the procedure.